Event description:
The reporter stated that she got an er1 message on one of her two meters, but did not know which meter. She checked the color chart after testing and retest, and both were over 350. She couldn't give the exact blood sugar results. She stated that she did not have any symptoms of hyperglycemia. On follow-up, reporter stated that she recently fell, tore muscles and ligaments, and did not know that cortisone would raise her blood sugars. On oral meds, glucophage. Her md increased dose by a half pill 2x/day to help lower blood sugars. Reviewed qc procedures. No harm was alleged.